Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 7p89 that has a similar product distributed in the us, list number 7p88, anti-hbs, with PMA number p050051.

Event description:
The customer observed false reactive alinity I anti-hbs for one patient. When the samples were repeated, the results were higher. The following results were provided (reference range >10 miu/ml): sid (B)(6), initial anti-hbs result= 8.29 miu/ml; repeat result= 17.33 miu/ml. There was no impact to patient management reported.